Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working as designed. The customer¿s blood glucose level was more than 500 mg/dl. The customer was hospitalized on (B)(6) 2017 at 10 am with high blood glucose level. The customer had symptoms like nausea and vomiting due to high blood glucose level. The customer was treated with syringe, insulin drip, was at perfusor and with insulin pump. The insulin pump will not be returned for analysis.